Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Off key of the keyboard is out of specification (collapsed). Keyboard is also contaminated and scratched. Upper case, one side bail cover, and battery drawer are broken. Lower case is broken and contaminated. Battery release and lead flex cover are contaminated. Battery contacts are compressed.

Event description:
It was reported the epg (external pulse generator) will not turn off properly. The epg was returned for repair. There was no patient involvement.